Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported by the affiliate that prior to an unknown procedure, it was found an ecr45b in the package for ecr60b. An ecr60b was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). The tyvek lid that was returned was found to be ecr60b from lot m4ha0e, which was packaged august 18, 2015. The ecr45b cartridge reload was printed with batch number g51t6j and was manufactured december 10, 2010. Inventory records for g51t6j show that 960 pieces were manufactured and all 960 pieces were packaged between december 10, 2010 and january 6, 2011. Inventory records for the package lot m4ha0e show that four batches of ecr60b cartridges were packaged under lot m4ha0e. Those cartridge batches are m5294f, m52t1k, m52w06, and m52w9v. No inventory discrepancies were noted. Lot m4ha0e quality records were checked and it was determined that all inspections were performed, line clearance procedures were followed, and all inventory and labeling verifications were performed and documented. The customer supplied a photograph showing a sealed package containing a cartridge. From the photo, it cannot be determined what size cartridge it is. The material received was not a sealed package; it was tyvek lid separate from the reload cartridge. It cannot be determined how a cartridge that was five years old could have come to be associated with a package produced in 2015. Due to the investigation of quality and inventory records and the time gap between production of the cartridge and date of the package lot, it is suspected that the defect is of external cause.